Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 8/18/2020 to 9/9/2020. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. Although no issues were identified, it was noted that it was more probable the airflow inside the hose and housing was interrupted during the incident. That could happen only if the user did not handle the hose properly (buckling or a weight interrupts the air flow). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device overheated during use and burnt the fingers of the user. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was unknown if there was prolonged hospitalization as a result of this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.